Event description:
It was reported that an ilet user experienced frequent low glucose events and had been using meal announcements as corrective actions, which led to insulin stacking. The device functioned as designed and the issue related to user interaction with the user interface. Symptoms included hypoglycemia with a nadir of 57 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem. A usage problem was identified involving improper or incorrect procedure or method related using meal announcements as corrections. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.